Event description:
The complaint states that wire/needle/cannula damaged or missing was reported. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. Probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.